Manufacturer narrative:
The device was received for evaluation contaminated with blood. Due to the nature of the sample, visual inspection was performed through the safety package into the fume hood and no abnormalities were observed. Also, no further testing could be performed. Therefore, the reported problem could not be verified or refuted. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets disconnected at the port site on the tubing administering total parenteral nutrition (tpn) resulting in blood backing up. This issue was identified during patient infusion. The patient received antibiotics as a precautionary measure. There was no report of patient injury. No additional information is available.